Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Event description:
It was reported that there was an occlusion alarm. The nurse changed the pump, the medical professional, the cassette, and more but the problem persisted. There was patient involvement, and unknown signs or symptoms experienced.